Event description:
2001: 10:52: pt admitted to cardiovascular lab for heart catheterization. 11:30: duett deployed (model #1000, lot #300348). 11:44: pt complained of nausea and dyspnea. 11:45: dr notified (in cath, viewing room) with immediate response to cardiovascular lab (cvl), cvl tech stated pt was short of breath, pt had reddish hue over the upper torso, both lower extremities, and, immediately, dr felt the pt had a duett closure device systemic allergic reaction. Resuscitative efforts were initiated including: intubation/ventilation, external pacer, IV fluid, IV atropine, IV solumedrol, IV benadryl, IV epinephrine and IV dopamine, IV lasix, IV albumin. 12:35: blood pressure was not sustained. Procedure terminated. The pt was without blood pressure, spontaneous respirations, or heartbeat. Pronounced deceased at 12:35. Per cardiovascular laboratory report of procedure: complication: "allergic reaction to duett (thrombin) req. Intubation and death secondary to anaphylaxis-massive". Per discharge note: "felt pt was having an anaphylactic reaction to the duett device, specifically thrombin".